Event description:
Device 2 of 2. Please see MFR report #1627487-2010-02580 for device 1. On (B)(6) 2010, the pt was implanted with an scs system. After the implant, the pt was moved to the recovery room and could initially move and feel his legs and feet. About 20 mins into recovery, the pt lost feeling in both legs and feet. The ipg and lead were removed and the pt was transferred to the hospital for overnight observation. The following day, the pt regained all feeling and movement in both legs and feet and was being discharged from the hospital. On (B)(6) 2010 the doctor told the clinical specialist that the pt had developed a small hematoma, which was subsequently removed. On (B)(6) 2010, the pt was reimplanted and the pt is doing fine.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.